Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating the device had cord damage and reported an e8 error. It was reported that the device was being used during surgery. There was no pt or user injury. It is unk if delay or medical intervention occurred. There was no add'l info provided.